Manufacturer narrative:
Company representative evaluated the system and found that the audio cable was disconnected from the cable receiver and central station display. Audio cable was reconnected and audio was reestablished.

Event description:
Customer reported the panorama central station did not produce an audioalarm, which may have affected telemetry monitoring. No pt was reported.